Event description:
It was reported by the customer that they attempted to use the device on a pt who was lying in the street. The pt had been jogging and was going through an intersection. It is unclear if the pt was struck by a vehicle or if he collapsed on his own, as he did not remember the incident. An ambulance was dispatched at 07:36, and arrived at 07:48. An officer was dispatched at 07:37, and arrived at 07:38. Upon arrival, the police officer placed the device on the ground and attempted to power it on, but nothing happened. There were no icons in the readiness indicator, except for a black box. At that time, another officer was on the scene and they transferred care of the pt to a second device (unk serial number). The delay between this action was approx 15 to 20 seconds. The customer indicated that at no time did they need to defibrillate the pt. They were delivered to the hospital for pain and have since been released. The pt has a history of seizures, but it is not known if this is why he collapsed.

Manufacturer narrative:
(B)(4): physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. It was observed that the battery needed replacement. A new battery was installed in the device. The cause of the reported failure was not determined.